Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe was dripping every time the coulter ac t series analyzer ran a start-up. Customer reported that they were running startup when the event occurred. Customer reported they cleaned the drip with absorbent paper towel. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe any leaks or drips from the probe. The fse performed a verification / inspection procedure (vip) on and the peristaltic pump rollers were cleaned. The fse observed quality control was within specification.

Manufacturer narrative:
(B)(4).